Event description:
The customer reported experiencing high glucose for the past couple of months. Troubleshooting was performed. The blood glucose reading was 424 mg/dl, and she has treated with the insulin pump. The programming, time, and date were correct. Performed a high pressure test and the test failed. The customer stated that she put the insulin pump through the body scanner at the airport. Ran a fixed prime and displacement test and they passed. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.